Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise causing inhibition of pacing for approximately two to three seconds. Myopotential and pocket testing was performed and no noise could be reproduced. All other measurements were observed to be normal. No changes were made and the rv lead remains in service. The patient was asymptomatic during the time each recording and no adverse patient effects were reported.